Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. The lead was tested with patient isometrics and additional maneuvers which revealed normal shock impedance measurements. The shock impedance alert was reset and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.